Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of a nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the cheeks, the pt developed an "in-fill lump on the cheek". The pt was seen by a "nurse practitioner" while traveling and was treated with clindamycin. The injecting healthcare professional additionally treated the pt with hylenex, ceftin, and biaxin; the pt was also referred to a "facial plastic surgeon". The "nodule [has] completely resolved."